Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted transduodenal to the bile duct to treat cholestasis caused by pancreatic cancer during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the second flange of the stent failed to deploy. The device was removed from the patient with the stent partially deployed on the delivery system, and a second hot axios stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and okay.

Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of stent partially deployed. Block h10: a hot axios stent and delivery system was returned for analysis. A visual evaluation of the device noted that the stent was received deployed and expanded. No damage was noted to the stent. The stent deployment hub wat at step #2. The catheter hub was in its original position and the catheter lock was unlocked. A functional evaluation was performed, and the catheter hub advanced and retracted without resistance. The stent deployment hub was also able to be moved without resistance. No other issues with the device were noted. The reported event of the stent removed partially deployed was unable to be confirmed as the stent was received deployed and expanded. The condition of the returned stent is most likely due to post-procedure handling of the device or how the device was handled during re-packaging. Procedural factors such as the handling of the device, the technique used by the physician, and normal procedural difficulties encountered during the procedure could have possibly affected the device performance and its integrity, contributing to the reported failure of stent partially deployed. Some echoendoscope and elevator positions result in excess friction between the catheter and the working channel. Friction impacts the performance of the axios. The operational difficulties experienced during the procedure are likely due to anatomical or procedural factors. Therefore, a review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted transduodenal to the bile duct to treat cholestasis caused by pancreatic cancer during an endoscopic ultrasound (eus) procedure performed on (B)(6), 2019. According to the complainant, during the procedure, the second flange of the stent failed to deploy. The device was removed from the patient with the stent partially deployed on the delivery system, and a second hot axios stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and okay.